Event description:
This complaint is now reportable based on the analysis completed on 05/21/2009. It was reported that during a coronary drug eluting stenting treatment procedure, tip damage occurred. The 2.50x20mm taxus liberte stent was advanced to the severely tortuous right coronary artery (rca) but was unable to cross the lesion. The device was removed from the patient and it was noted that the distal tip of the catheter was flared. The procedure was successfully completed with another of the same device with no patient complications reported. However, returned product analysis revealed stent damage.

Manufacturer narrative:
A visual and microscopic examination found that the tip was slightly flared on one side. This type of damage is consistent with guide wire movement during attempts to cross the lesion. Also, the proximal edge of the stent was damaged. Stent rows 1 to 3 from the proximal edge were misaligned. There were kinks along the entire length of the hypotube. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records were reviewed and no issues or discrepancies were found and the device met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).